Event description:
A report was rec'd from our foreign distributor on 06/03/08 that an lec backboard broke during a code. No adverse outcome was reported as a result. No other info on the event is available at this time. Based upon description of the backboard, it appears to be the original backboard shipped with the cart in 1997. In 2003, a material change was made to improve the resistance of the board to cracking and in early 2005, a letter was distributed to product users and sales force advising that boards should be inspected after each use. Damaged boards should be replaced immediately and all boards should be replaced at 5 year intervals.

Manufacturer narrative:
The backboard was not returned for eval. It was reported that this is the orginal backboard provided with the cart in 1997. A material change was made in 2003 to improve the crack-resistance of the board and it is recommended that the boards be replaced at least every 5 years or if the board damaged.